Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) ranging from 40-60 mg/dl. Bg was addressed with juice and crackers and by the customer's healthcare provider (hcp) changing the basal rate. During a system check with tandem's technical support, the customer reported that the time was off by 10 minutes. The time was successfully changed. Recommendation was made by tandem's technical support for the customer to contact a hcp regarding bg.